Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an inappropriate shock during a surgical procedure. Electrocautery was used and the device was not disabled for the procedure. A false damaged circuit alert was displayed. The device software was downloaded and reprogramming resolved the issue. There were no consequences for the patient.